Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's mother that the implantable cardiac monitor had detected multiple episodes of atrial fibrillation (af) as artifact. The device remains in use and the patient is listed for transplant. No patient complications have been reported as a result of this event.